Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. Updated fields: h6, h10 a review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, olympus confirmed water invaded the scope connector. Due to the water invasion, abnormality of electronic parts occurred which led to the malfunction. After aeration of the scope connector and control section, the image was restored. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Additional information was received from the customer which confirmed the reported event occurred during preparation for use of an unknown bronchoscopy procedure. There was no procedural impact.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that there was a big leak on the instrument channel and the bending section rubber glue was stretched. The light guide lens was detached and there was a restriction on the forceps passage and brush passage. There was a leak on the instrument channel and the charge coupled device shrink tube had a deep scratch. The insertion tube had multiple bites/dents and the ring gauge failed. The scope connector had a broken plug unit and the angulation was low. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii bronchovideoscope had no image. The issue was found during inspection for use. There were no reports harm associated with the event.